Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (1.5mm threaded drill guide with depth gauge, part number 323.034, lot number 3791523). The returned device was received intact. The threads of the device are damaged and slightly rolled. The laser marking is legible, but it is beginning to show signs of corrosion/rust. The drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set, and there are two additional threaded drill guides for the 2.4mm and 2.7mm plates. The associated device drawing was reviewed. No drawing issues or discrepancies were noted. The design determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guide for the modular mini fragment set. Three different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates in the lcp modular mini fragment set. As previously reported, a review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact root cause of the damaged threads is unknown, but it is likely due to wear from repeated use coupled with unintentional damage sustained during sterile processing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a distal ulna on (B)(6) 2016, there was difficulty screwing the 1.5mm threaded drill guide into a 2.0 mm distal ulna hook plate. The surgeon attempted to screw the guide into four (4) combination holes on the proximal side of the plate, the surgeon was unsuccessful. The surgeon attempted to screw three (3) other guides into the plate with the same outcome. The surgeon was able to successfully screw into the distal side of the standard locking holes of the plate. The procedure was completed successfully with a ten (10) second delay. This report is 2 of 4 for (B)(4).